Event description:
It was reported that during a rotational atherectomy procedure that a perforation was noted. The lesion was a calcified circumflex. Patient went to surgery and the perforation was repaired. The patient status is unknown.